Manufacturer narrative:
The field service representative found the rinse arm was not working properly, the liquid was not fully draining from the cells, and there was there was an issue with the vacuum pump. He cleaned the pump and adjusted the cell rinse water level. The customer ran calibration and qc which were acceptable. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 results for two patients from the cobas 6000 c501 module. Patient 1 initial sodium result was 188 mmol/l and the repeat result was 139 mmol/l. Patient 2 initial sodium result was 172 mmol/l and the repeat result was 142 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The calibration data shows normal performance of the ise unit. The investigation did not identify a product problem. The cause of the event could not be determined.